Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmic surgeon reported that five years following an intraocular lens (iol) implant procedure, a patient is experiencing bad vision. The surgeon detected the presence of glistenings in the lens. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the lens was exchanged. The event has resolved.

Manufacturer narrative:
The product was not returned; it remains implanted. A company physician provided a review of the photos: multiple light scattering artifacts, apparently micro vacuoles of variable diameters are observed and appear to be located in the iol body. The observed light scattering artifacts may be compatible with glistenings. The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).